Event description:
It was reported ongoing occlusion alarms occurred. A system check was performed with tandem technical support and no issues were identified. The customer was instructed to change pump supplies as needed, and resume insulin therapy. There was no adverse impact to customer¿s blood glucose level. A replacement pump was sent to the customer due to occlusions continuing.